Manufacturer narrative:
(B)(4). Patient medications include albuterol, aspirin, atorvastatin, budesomide, bupropion, carvedilol, cholecalciferol, finasteride, furosemine, insulin novolin, lisinopril, metformin, nicotine, nitroglycerine, prazosin, tiotropium, and warfarin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance.¿ per IFU, adverse events that may occur and/or require intervention include, but are not limited to improper component placement.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa and iliac branch endoprostheses to treat abdominal aortic and right common iliac artery aneurysms. During the procedure, two iliac branch endoprostheses were implanted on the right side. A trunk-ipsilateral component was then advanced and deployed in "ballerina" fashion, and a 23mm contralateral leg component was deployed to extend the left (ipsilateral) side without any reported difficulties. According to the report, the physician then attempted to advance a guidewire into the contralateral gate. Cannulation of the gate was thought to be confirmed by rotating a pigtail catheter per instructions for use. The wire was exchanged and a 16fr introducer sheath was advanced to the level of the contralateral gate. While the physician denied feeling any resistance while advancing the introducer sheath, it was reported that the sheath rebounded backward slightly at the level of the gate, but was then seemingly pushed back into the desired position into the contralateral leg hole of the trunk. A 27mm contralateral leg component (plc271200/13907952) then appeared to be advanced to the level of the long radiopaque marker on the trunk. The 27mm contralateral limb was deployed and subsequently ballooned. According to the report, the device initially appeared to be deployed in the desired position. However, a procedural angiograph after the deployment reportedly revealed what was thought to be a proximal type I endoleak. The physician ballooned the proximal end of the trunk-ipsilateral component, and bilaterally at the level of the common iliac arteries. An oblique radiographic view appeared to reveal patent limbs on both sides. However, another procedural angiograph at the bifurcation revealed filling of the contralateral leg component, but no communication with the trunk. The physician opted to convert to an aorto-uni-iliac procedure, whereby a second trunk-ipsilateral component was advanced up the left side. The system was ballooned, and a 22mm aga plug was implanted on the right side proximal to the iliac branch component to exclude the contralateral limb. A femoro-femoral bypass (left to right) was then performed to preserve blood flow to the right leg. A final angiograph revealed exclusion of both aneurysms. The patient was reportedly stable at the conclusion of the procedure.